Event description:
The hcp reported that the pump had a motor stall starting in 2007, the day the pt had a magnetic resonance imaging. The motor stall recovered in 2008. The patient's pump wasn't checked immediately before or after the magnetic resonance imaging. No pump alarms were heard by the patient or her husband, and there were no patient symptoms associated with the motor stall. The pump was used to deliver lioresal. A follow-up report will be submitted if additional information becomes available.